Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Touch panel was unresponsive. The occurrence of 'ventilator restarted due to anomalies detected during operation' was identified in the diagnostic event log. Parts need to be replaced: touch panel and cpu board. Expected repair completion date: awaiting answer from customer on estimation.

Event description:
The international customer reported v60 vent touch panel did not respond well occasionally. There was no patient involvement.